Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va105nj, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va105nj, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their second implant replaced because they had a bad fall that broke the leads and the battery died. They began being shocked, including when the implant was turned off. The patient stated it was affecting their whole leg and their toes were curling in. Patient also mentioned that the day of the second implant, they were sent home too soon and they fell, so it never worked right. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.